Event description:
The pt had a thrombotic event within four hours of pci. Elective pci was performed on a confirmed restenotic lesion (after stent) in the proximal rca of unknown length in a 2.5mm diameter vessel. The lesion was also characterized as tortuous. Intra-procedure medication included 6500 units of heparin. Act was monitored but the test failed and was re-done in the unit. There was difficulty wiring/accessing the vessel and double wires were used. The lesion was pre-dilated with a 15mm length balloon at 12 atm, before deploying a stent of unknown length and diameter at 14 atm. There was 1:1 vessel sizing and good wall opposition. Residual diameter stenosis measured 0%. There was minor diffuse disease distal to the stent that was not treated. Within four hours of the procedure, the pt had an acute mi and was treated with ptca.